Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe drops of insulin exit the infusion tubing during the load fill tubing sequence. The customer's blood glucose level was 133 mg/dl. Tandem technical support instructed customer to disconnect the infusion set tubing and fill the cartridge patient line. Reportedly, the customer did not observe drops of insulin exit the cartridge patient line. The customer changed out the cartridge and was able to resume insulin delivery.